Event description:
It was reported the pt has not charged the ipg as recommended. As a result, the ipg is depleted. The pt plans surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.